Event description:
It was reported that during a rectum procedure, customer complains that after 30 minutes, while the operator cleaned the device with gauze, the tissue pad detached from this device. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.